Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015 the patient presented to the clinic for evaluation of cardiac recovery. During review of the system controller data log file several pump stoppage events were noted. During the clinic visit, an exercise test and right heart catheterization were performed as part of the recovery assessment. The pump speed was decreased to 8000 rpm in order to evaluate the condition of the patient. On (B)(6) 2015, the patient was requested to return to the clinic for a complete evaluation of the driveline. A small cut in the driveline was found and it was repaired with silicone tape. X-rays of the driveline revealed an area of a "suspicious point." The patient remained asymptomatic and stayed on battery power; the power module was not used. On (B)(6) 2015, the pump was explanted for patient recovery.

Manufacturer narrative:
Approximate age of device: 7 months. The device was returned for investigation. The evaluation is not yet complete. The event occurred at (B)(6). No further information is available at this time. A supplemental report will be submitted when the device analysis is completed. Placeholder.

Manufacturer narrative:
The evaluation of the device confirmed the reported pump stops. The driveline was cut approximately 1 inch from the pump housing. An additional 1 inch segment of the outer jacket was also returned, and the remainder of the driveline was returned in one segment. Continuity testing of both portions of the driveline found all wires were electrically intact. Removal of the outer silicone jacket and clear bionate revealed some breakdown of the braided shield approximately 2 inches and 34 inches from the metal connector. Examination of the underlying wires revealed a breach in the brown wire insulation exposing the inner conductors approximately 34 inches from the metal connector; originally located approximately 3 inch from the pump housing. The observed wire damage appeared to be the result of fatigue failure due to abrasion against the braided shield. If the exposed conductors of the brown wire contacted the braided shield while the patient was operating on a tethered power source, such as the power module, the resulting short to ground would have caused the reported pump stops recorded in the submitted system controller log file. Examination of the sealed inflow conduit and sealed outflow graft did not reveal any adhered deposition or thrombus formation. Examination of the returned pump did not reveal any deposition or thrombus formation on the smooth or textured blood-contacting surfaces that would have affected pump function. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.